Event description:
A peritoneal dialysis (pd) patient reported that when turning on the cycler it did a quick flicker and turned off. The cycler would not turn back on. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. When the patient switched the cycler on there were no lights on the stop, ok and up/down keys. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was replaced. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2230] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Voltage verification check passed. The touchscreen test passed. The system air leak test passed. Valve actuation test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code (s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.